Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked lcd window at bottom right side corner along to case corner and scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was 25 mmol/l. The customer stated that the screen was bleeding and unreadable. The customer mentioned that the damaged occurred 2 months ago but got progressively worse and now struggles to see the screen. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.